Event description:
It was reported that during the implant procedure the lead was damaged during repositioning. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated damage at implant. (B)(4).